Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 5.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross due to the bend of the target lesion and it was found that the stent strut was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status post-procedure was stable. It was further reported that the target lesion was 85% stenosed, moderately tortuous with a double curve, and mildly calcified.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 5.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section were lifted and pulled distally. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 5.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross due to the bend of the target lesion and it was found that the stent strut was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status post-procedure was stable. It was further reported that the target lesion was 85% stenosed, moderately tortuous with a double curve, and mildly calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 5.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross due to the bend of the target lesion and it was found that the stent strut was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient status post-procedure was stable.